Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer husband reported 1 additional pen needle from prior case (B)(4) found today separate from the outer cover and inner shield. Expose needle found on the floor and husband stepped on it. Scratched the side of his foot. . No medical attention needed. Claims wife using pen needles for sometime. Have not found needles exposed without cover in past. Just this box. Sending mailing kit for this sample. They returned prior needle already. Lot # 3192187, catalog#320109, date of event 06.18.2024, sample status awaiting sample.